Event description:
The facility representative reported an ipump with a condition of "display is bad." This condition occurred during power-up in the "labor and delivery" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a bad display was confirmed and reproduced during product evaluation. The assignable cause was determined to be a defective display. The display was replaced to fix the reported condition. If additional informaiton is received, a follow-up medwatch will be received.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.